Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log review) and replicated. The saline solution bag was found down inside the unit ,which interfered with the next bag that was put in. The company representative removed the bag and the system message (sm) stopped displaying. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the bag of saline solution bag inside the unit that was interfering with the next bag that was put in. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that fluid stops in the middle of the case. The staff was alerted the fluid bag was empty but it still had fluid in it. Additional information has been requested but not received.